Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. It was reported that the patient replaced the bag and got the tub out of the patient¿s belly band. The patient stated they found the disconnect kit was detached, the patient then attached the disconnect kit on their own and visited the emergency room. The patient was hospitalized for the event. The patient was treated with an unspecified antibiotic for the peritonitis. Pd therapy was ongoing. At the time of this report, it was not reported if the patient had recovered from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.